Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: per email, it was reported that: this record was auto submitted by the ecn on behalf of the user. Information may be incomplete. Ecn event description: cti and pvi completed. Post op, patient complained of chest pain and with echo an effusion was discovered. Patient taken to cath lab and tapped by ep dr. (B)(6). 400ml drawn. Physician describe event during procedure when in ra were. He drew back a yellow liquid while in the heart through the sheath. Rotated catheter and was able to draw back blood. Fluid drawn back during tap was dark red. Patient present at time of event? Yes. Patient complications: pericardial effusion. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? Physicians stated it was either when we went through the ivc or during the tsp. Does not believe it was tsp. Medical or surgical interventions: patient was tapped and 400 ml was drained. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital? No. Patient outcome: expected to fully recover. Time of event: post procedure/prior to discharge.